Event description:
It was reported by the hospital, that the gastric band was explanted because the patient was unable to tolerate the band. The surgeon also performed an appendectomy for acute appendicitis. Patient is now discharged from the hospital and reported to be in good condition. It was reported by the surgeon, that the patient has not followed dietary restrictions provided with the gastric band. The patient was non-compliant. No weight loss was noted during the implantation of the band. The patient is reported to be eating foods that did not comply with the recommended dietary guidelines.

Manufacturer narrative:
Date sent: 11/16/2007. Information anticipated, but unavailable at this time. Product has the same balloon as sold in the us.